Event description:
It was reported that after 80 minutes a small volume intermate had not infused. The reporter stated that clamps were all opened and central line was flushing fine. The device had been filled ceftriaxone 4000mg in 100ml sodium chloride. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.